Event description:
During endoscopic retrograde cholangiopancreatography (ercp) in common bile duct (cbd) procedure, ultratome xl sphincterotomes were used. The sphincterotome passed over the guidewire. Then the physician asked the nurse to bow (elevate) the tip and to start the cut. The sphincterotome was not able to bow or cut. The physician attempted to use another two of the same tome. The same problems occurred with these two tomes too. The patient's condition at the conclusion of the procedure was reported to be "stable". Refer to associated manufacturer report 3005099803-2008-07252 & 300509803-2008-07254 for the additional two tomes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device would not be completed.